Manufacturer narrative:
Additional device procode dzj. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the patient underwent a sagittal splitting ramus osteotomy on (B)(6) 2019. During surgery, a matrixmandible drill bit was broken and two (2) out of four (4) screws could not be held when the surgeon tried to insert the screw. There were no broken parts in the patient¿s body. It is unknown if there was a surgical delay. The procedure was successfully completed with no adverse consequence to the patient.  Concomitant medical products: screwdriver (part unknown, lot unknown, quantity 1), matrixmandible screws (part unknown, lot unknown, quantity 2). This report is for one (1) drill bit. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: device history records (DHR) review was completed for part: 03.505.075, lot: f-17221. Manufacturing location: selzach, release to warehouse date: feb 01, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material 1.4112 was used with correct hardness after procedure and documented in DHR file. H3, h6: product investigation was completed. A portion of approximately 3 mm on the tip is broken off. The broken off portion is available. There is some minor wear on the cutting lips. Dimensional inspection was completed and met specifications. Relevant drawings were reviewed. The manufacturing documents were reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. The used material was stainless steel 440b / 1.4112 as required. The hardness was measured within the specification of 600 +55 hv10. The condition of the received drill bit agrees with the event description and the complaint therefore is confirmed. The visual wear and damage on the drill bit with a delicate diameter of 1.5 mm, coincide and provide evidence that at the time of surgery the device was subjected to mechanical overloading. We determine the drill to be broken because of a mechanical overload situation. A probable reason for the damage possibly was a metallic contact or blocked flutes because of bone material. For effective chip removal from the flutes, it is necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.